Manufacturer narrative:
A follow-up assessment of reporting obligation was performed on (B)(4) 2014, as a result of (B)(4) and the event was deemed reportable. Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage was performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
It was reported that approximately two hours after use-blood was observed dripping from the gas outlet connector at approximately one drop every ten seconds. (B)(4).